Event description:
On (B)(6) 2013 rn unable to pass suction cath down et tube, visualized the tube flattening in the oral cavity. Model: 6.0 isis teleflex isis hvt ref: 5-13012; 7.0 isis teleflex isis hvt ref: 5-13014; 7.5 isis teleflex isis hvt ref: 5-13015; 8.0 isis teleflex isis hvt ref: 5-13016. Model: 6.0 isis teleflex isis hvt with stylet ref: 5-14012; 7.0 isis teleflex isis hvt with stylet ref: 5-14014; 7.5 isis teleflex isis hvt with stylet ref: 5-14015; 8.0 isis teleflex isis hvt with stylet ref: 5-14016. (B)(4).